Event description:
It was reported via repair work order that the zoom was intermittent due to a malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom was intermittent due to a malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. This follow-up MDR report includes the PMA/510(k)#.